Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported that event had resolved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/17/2009, 06/18/2009, and 07/01/2009 by phone, fax, and mail. Medical records were received on 06/16/2009. A completed questionnaire was received on 07/01/2009. This report was mailed to FDA on: 07/15/2009.